Event description:
It was reported that an external blood leak was observed from the access pressure pod of a prismaflex st150 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the photos showed a leak from access pre-pump pod. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue and further investigations are ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.